Event description:
It was reported that the device had error codes 351.6660 and 353.7200.5. The syringe pump module pump was in line when the vasoactive spontaneously malfunctioned with a channel failure error alarm. There was a delay in medication delivery to the patient while a new pump was retrieved. There was patient involvement but the harm is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error codes 351.6660 and 353.7200.5. The syringe pump module pump was in line when the vasoactive spontaneously malfunctioned with a channel failure error alarm. There was a delay in medication delivery to the patient while a new pump was retrieved. There was patient involvement but the harm is unknown.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Correction: annex b: b21; annex c: c21; annex d: d16. Additional information: device eval by manufacturer?, manufacturer narrative. Annex a: a1801, a0401, a0721, a020601, a1205; annex g: g02004, g0204002, g04037, g02005, g02017; annex b: b01, b14; annex c: c02, c23, c06, c07, c16; annex d: d01, d02, d03, d15. The actual date of event is unknown. Investigation summary: the report that the syringe module had error codes 351.6660 and 353.7200.5 while in line when the vasoactive spontaneously malfunctioned with a channel failure error alarm was confirmed during error and event log review. Since the date of the event was not on the event log and no time was reported the log review was done over last programmed infusion that experienced the error code 351.6660. Suspect syringe module testing could not be performed in the ¿as-received¿ state of the syringe module due to an immediate alarm channel malfunction error code 353.6650. Error code 353.6650 could not be replicated. Alaris system maintenance v12.3.0 plunger force accuracy test was performed and immediately failed for error 351.6660. The syringe module logic board was temporarily replaced for testing purposes only, with a known good logic board and testing was continued. An infusion was programmed and left running, no issues or errors were noted. An oscilloscope was used to display the signals for the 5 controlling phases of the stepper motor on the device¿s original logic board, and phase 3 was noted giving a different signal compared to the other 4 phases. Tracking and measuring the electric components regarding phase 3 with a multimeter r110 was found damaged. The review of the error and event log confirmed an error code 351.6660 during the last infusion programmed. Due to lack of information, the drug name or drug ID could not be confirmed. No error code 353.7200.5 was noted during laboratory testing. The bd alaris v12.1.2 with guardrails suite mx user manual states within cautions and warnings: ¿if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair.¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the possible root cause for error code 351.6660 was identified as a damaged resistor r110 on the syringe module logic board causing a probable issue with the motor steps given by controlling signal phase 3. The root cause for the damaged resistor was not determined; however, the device was received with severe physical damage and fluid ingression indicating abuse. Note that imdrf annex a0401, a1801, a020601, a1205, c23, c16, c06, c07, d01, d02, d03, d15, g02017, g04037, g0204002, g02004 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.